Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the burr became stuck in the lesion. The approx 30 mm, severely calcified lesion was located in the proximal 3.0 mm to 3.5 mm diameter mildly tortuous right coronary artery (rca). The lesion was not pre-dilated. The platform speed of the rotalink 1.75 mm burr was set at 108krpms. The rotalink 1.75 mm was advanced to the lesion, however, on an unspecified run the burr became stuck in the lesion. The burr was "eventually" removed by unspecified means and no vessel damage was noted. The physician placed an unspecified 8fr guide catheter and advanced a 2.25 mm burr to the lesion. It was not known how many runs were made with the 2.25 mm burr. It was noted that the procedure was completed with the implantation of three of another MFR's stents of unk size. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.